Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was ¿leaking oil¿ was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit had low rotations per minute (rpms). It was also noted that the soft couple nut had a crack, the unit showed signs of the lack of lubrication, and the motor vanes were worn out. It was determined that the worn out vanes and lack of lubrication affected motor power which resulted in low rpms. It was further determined that if the soft couple nut was left unchanged, it would break down completely and result in no rotation rendering the unit ineffective. The assignable root cause was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out motor components. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device was leaking oil. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.